Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level 24 mg/dl. Customer¿s blood glucose level was 194 mg/dl at the time of call. Customer experienced blood glucose level over 300 mg/dl. Customer declined to check air bubble and leak. Customer did not allege insulin pump for under delivering. Customer was treated with manual injection for high blood glucose level. The insulin pump will not be returned for analysis.